Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Some data read from device memory was altered. Alteration probably resulted from transient communication problems. In response to the warning letter that the united states food and drug administration issued to ela medical (dates nov 6, 2009), ela is filing this MDR at this time. (B)(4). Conclusion: missing episode was due to data corruption that most probably resulted from telemetry errors encountered during the device memory reading. The origin of these telemetry errors remains unk, however, strong external interferences (emi) or a poor programming head position remain the most probable hypotheses.

Event description:
Pt was seen for verification follow-up days after having received a shock. Nevertheless, the corresponding episode could not be displayed from device memory.